Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that the patient was treated with an open reduction internal fixation (orif) for a distal radius fracture on (B)(6) 2013. The original fracture was caused by a fall onto an outstretched hand. The patient was seen in clinic on (B)(6) 2013 complaining of wrist pain. An x-ray taken on that date revealed that the fracture had collapsed and needed to be reduced again. During the revision surgery on (B)(6) 2013, it was noted that one of the screws had broken, allowing the joint to fall out of reduction. The broken screw was removed, the fracture was reduced, the plate was adjusted, and a new screw was implanted in place of the broken one. This is report 2 of 2 for file (B)(4). This report is for the locking screw.